Event description:
It was reported that the pump was alarming, and screen was red with triangles and the numbers "454636" present on the screen. They opened and closed battery door, pump powered on and alarm returned with numbers "45639", which typically indicates a problem with the mainboard. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9: device received on (B)(6) 2025 h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event history log review could not be performed due to the presence of error code 45639 preventing data retrieval. Visual inspection identified damage to the battery compartment, battery door, and air detector. Functional testing was performed, and the customer¿s reported problem of alarm with error codes displayed on the screen was confirmed during power-up. The most probable cause was determined to be a defective pwa board. Additional findings included a defective motor and damaged components. The pwa board, motor, battery compartment, air detector, and battery door required replacement. The device was deemed beyond economical repair (ber).